Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a lot number was not supplied by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the cvc slipped out of the retaining plate and thus the cvc is no longer fixed.

Manufacturer narrative:
(B)(4). The device is not sold in the us. Similar product sold in the us.

Event description:
The customer alleges that the cvc slipped out of the retaining plate and thus the cvc is no longer fixed.